Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4) event occurred in united states. On (B)(6) 2024, it was reported that the patient faced infusion sets was leaking. No further information available.